Manufacturer narrative:
Based on the claim against the product by the customer noting universal surgical manipulator (usm) issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the usm to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The unit tested on an in- house system and failed normal mode as it triggered 319 error. The logs showed errors of 319, 1126, 31226. The unit tested on a pftp and failed fiber test on parallelogram. When fiber parallelogram swapped with a gold on and retested on a pftp, the unit passed fiber tests. When the original parallelogram fiber reinstalled, unit again failed fiber test on parallelogram. The unit also tested on a pftp with a gold fiber parallelogram and it passed all required tests, except yaw sensors check. The fiber parallelogram assembly will be replace as a fix to the reported problem. The complaint regarding usm issue was confirmed based on the failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is being reported based on the following conclusion: a usm was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted general hiatal hernia surgical procedure, reported that the customer was having issues with the universal surgical manipulator (usm) 2. The customer reported that usm 2 was stuck and difficult to move. The customer report stated that the customer rebooted the system with no change. Technical service engineer (tse) asked the customer what color lights are showing on usm 2. The customer stated no lights on usm 2, but the other usm were blue. Tse asked if the customer got an error code and the customer stated yes, and that they disabled the arm. Tse viewed logs and noted 319 errors on usm2. Tse had caller perform hard reboot with no change. Tse informed the customer that the system would need service. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.